Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed to be use related. One 3cg stylet assembly was returned for investigation. A slight kink in the tls stylet polymide tubing was observed 5 cm from the distal end. A 90 degree bend in the stylet wire is visible near the proximal end of the t-lock assembly with the yellow cap. Use residue was visible within the male connector. Microscopic observation revealed nothing remarkable. Based on the description of the reported event and condition of the returned sample, possible contributing factors include advancement of stylet against resistance and over-insertion of the stylet into the catheter. The IFU states ¿sherlock tip location system (tls) warnings: ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may results in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism, and risk of patient injury.¿ a lot history review (lhr) of reby0645 showed one other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the clinician met resistance while placing a PICC. It was stated that after numerous attempts without success, the stylet was removed and it was noted to be bent. On (B)(6) 2018-sample evaluation found the stylet kinked.